Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the case ((B)(6) year old male) discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number for this patient? Does the surgeon believe that ethicon product (vicryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (vicryl suture) involved? Citation: bmj case re 2020;13:e233435. Doi:10.1136/bcr-2019-233435. (B)(4).

Event description:
It was reported via journal article: "title: contralateral sandwich myocutaneous anterolateral thigh flap for salvage of femoral artery repair in aninfected groin wound: an innovative technique". Authors: ravikiran naalla, ashish dhanraj bichpuriya, maneesh jain, maneesh singhal. Citation: bmj case re 2020;13:e233435. Doi:10.1136/bcr-2019-233435. A (B)(6) year old male patient with infected groin wound covered with slough and purulent discharge and with persistent lymphorrhoea underwent an urgent wound exploration and flap cover. During the procedure, the vastus lateralis (vl) muscle component of the flap was passed around the vein graft and sutured to exclude the vein graft from the infected wound bed. The vastus lateralis (vl) muscle had to be debulked before folding on itself around the vein graft. The folded muscle was supported with a couple of 3¿0 vicryl sutures (ethicon). There was mild suture line dehiscence at the flap site and it was covered with a skin graft. The authors believed that the technique not only protects the vascular repair in an infected groin wound, but also obliterates the dead space and provides soft tissue cover for early wound healing."